Manufacturer narrative:
Batch review performed on 27 april 2021: lot 1900192: (B)(4) items manufactured and released on 14-jun-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
1 year and 8 months after the primary surgery the patient came in due to a cup impingement with the greater trochanter caused due to the cup shifted. The surgeon revised the cup, head, and liner.